Manufacturer narrative:
This issue occurred during internal engineering tests. This issue is currently being investigated.

Event description:
An ocd employee reported that the orthovision mts software failed to manage an already used dilution tray. After database cleaning was done the dilution tray was reused. No erroneous patient results were reported due to this issue. This issue occurred during internal engineering tests. (B)(4).